Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation reported by the patient. There was no report of serious patient harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Device evaluation information was received on 08/14/2025, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation reported by the patient. There was no report of serious patient harm or injury. There was no report of medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed using a known good power supply and power cord, pil confirmed the device powers on and provides airflow. There were no errors logged. During the investigation, product investigation laboratory observed dust-like contaminant was observed on the top enclosure, rear panel, blower, and blower seal. What appeared to be dried liquid spots with potential mineral deposits were observed on the blower and blower box. The product investigation laboratory concludes, there was no evidence of sound abatement foam degradation/breakdown and was not able to confirm the complaint or address the symptoms specified. In box d: device serviced by 3rdp, device avail. For eval and date returned were updated. In box h (device) problem code grid, evaluation method code grid, evaluation results code grid and conclusion code grid were updated in this report.